Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was difficulty removing stapler from cavity, wherein upon removal, the anvil detached and remained in the patient's anus. In order to resolve the issue, the surgeon recovered the anvil by using a clamp.

Manufacturer narrative:
If nformation is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal anastomosis procedure, there was difficulty removing stapler from cavity, wherein upon removal, the anvil detached and remained in the patient's anus. In order to resolve the issue, the surgeon recovered the anvil by using a clamp. There was no patient injury.